Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. During the evaluation, the root cause of the event could not be determined.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2011. Subsequently, the patient was revised on (B)(6) 2015 due to a retroverted cup. During the procedure, the liner popped out of the cup and would not reengage into the cup as it was attached to the modular head. A new modular head and liner were utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. (B)(6). There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components and can lead to failure of the device or the procedure.¿ device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015- 01486 / 01487).